Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
During use, damage was appeared. There was no report of patient harm. This event occurred at the time of during use.

Event description:
During use, damage was appeared. There was no report of patient harm. This event occurred at the time of during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
Evaluation summary: false event: wrong ae reported by hospital tried to contact the reporter on three times(another days), but he could not be reached. The hospital staff said they were unaware of this ae.